Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on 18jul2023 wherein the lead was repositioned slightly in the same place to take pressure off the nerve root. Reportedly, the issue has been resolved.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 8372293. Common device name: scs lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 8392739.

Event description:
It was reported that the patient experienced numbness and tingling on her left lead post procedure. From the x-ray result it seems like one of the statin relief loops is putting pressure against the t12 never root which maybe causing the irritation. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads attributed to the issue.